Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the touchscreen was cracked. Reportedly, the contact was unsure how it became damaged. There was no impact to the customer's blood glucose level. Reportedly, manual injections would be used for alternate insulin therapy.